Event description:
The customer contacted baxter's technical service center (tsc) regarding a check final line alarm which occurred on the homechoice (hc) during use during dwell 4 of 4. Per the home patient (hp), the final line bag had disconnected and he need to end therapy. The baxter technical service representative (tsr) helped the hp to end therapy. Per the hp, he would finish with a manual bag. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the check final line alarm. The hp reported that the issue was resolved by ending therapy on the cycler and completing a manual. The hp stated that he felt he did not twist the luer lock tightly enough and that it had come loose. The hp stated that the bag had not fallen. Per hp, there were no defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint for the check final line alarm is confirmed because it was stated that the final bag disconnected during dwell 4 of 4. The assignable cause was the supply bag disconnecting without falling. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.